Event description:
Caller reported a malfunction on the pump with a malfunction code displayed as malf 16. A fault ID was available, and the malfunction code was resettable. Caller¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the blood glucose level. Technical support provided pump reset information and assisted in resetting the pump, but the malfunction code recurred, necessitating a pump replacement. Caller was informed to use mdi as backup therapy. A replacement pump was sent, and caller was instructed on returning the faulty pump and steps for using the new pump.